Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an impedance jump, high short interval counts (sic) and oversensing visible in non-sustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an impedance jump, high short interval counts (sic) and oversensing visible in non-sustained ventricular tachycardia episodes. A lead revision is planned in the future. Currently the patient received a life vest. The lead remains inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 15 ventricular non-sustained tachycardia less than or equal 210 ms between (B)(4) 2013 and (B)(4) 2013. There was one patient alert for lead failure predictor on (B)(4) 2013 and ventricular short interval count (v-sic) equal to 361718 counts, in 93.11 days between (B)(4) 2013 and (B)(4) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.